Manufacturer narrative:
The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the device revealed a distal circumferential fracture at the glass cap. A forward firing test was performed and resulted in an output which was below the threshold for potential patient harm. The glass cap exhibited moderate devitrification at the output window. Please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber and should not be considered a failure mode. The metal cap did not exhibit charred debris adhesion on its surface. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The reported fiber detachment was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber break as analysis did not identify breaks along the fiber body.

Event description:
It was reported that a fiber broke during the procedure. Another fiber was used in order to complete the procedure. No patient complications were reported.

Event description:
It was reported that a fiber broke during the procedure. No patient complications were reported.